Event description:
Adverse event(s): "pc tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "vitrector stopped after foot pedal was pushed." (Failure to cut). A nurse reported during an unplanned anterior vitrectomy, the vitrector stopped after the foot pedal was pushed. The nurse asked the circulator to change the settings back to phacoemulsification and put the system back into sequence, then the vitrector began to work. There was no patient injury reported. This is the second of two reports being filed for this facility.

Manufacturer narrative:
The facility did not request service. The issue has been resolved by disabling the vitrectomy setup screen. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).